Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Dimensional checks were performed on the returned device for length, porous coating check with gap gauge and porous coating check with graticule. All dimensions were found to be within specification and pass. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2016, day unknown.

Event description:
During a total hip arthroplasty, after trialing for the stem, the implant was placed and found to be about 5mm proud. A smaller stem was used to complete the procedure. There was approximately a 30 min. Delay in the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.